Event description:
The customer attempted to load multiple cartridges, but the pump continued to request a minimum of a 50 units. The customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.